Event description:
Small leak from filter during administration of long chemo infusion. Leak does not happen every chemo administration, but did so for this patient on 6/3/2022 and again following day and there were two other times within the past year this was experienced by another patient. Leaks appear into the 18th hour of 24 hour administration. Filter: 10010454 bd alaris pump infusion 0.2 set micron filter low sorting pe lined. No tests performed. Filter w/chemo saved and shared with mfg. FDA safety report ID # (B)(4).